Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head was no longer moving / small metal pin ca .5mm long in mouth [device breakage]. No adverse event. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2018 that when he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown in the morning, he suddenly noticed that the oral-b brushhead, version unknown was no longer moving. At the same time, he noticed something in his mouth that should not be there, a small metal pin ca.5mm long. The brush head had been in use for approximately 2 months. No symptoms developed. Relevant history: none reported. No further information was provided.